Event description:
It was reported that a user experienced a failure of the dexcom g7 continuous glucose monitor (cgm) to pair with the ilet, while the cgm remained connected to the dexcom mobile application; no cgm alerts were present and the ilet cgm menu displayed pairing with sensor. No adverse clinical symptoms reported. Outcomes included the need for user troubleshooting and temporary loss of cgm data to the ilet. User support included remote troubleshooting and user education, including instruction to toggle bluetooth and restart the ilet and to allow time for pairing. Investigation of this case revealed that the cgm communication link to the ilet failed while the cgm functioned with the phone application, indicating a connectivity issue involving the communication interface rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity factors such as app competition for the cgm bluetooth connection or transient bluetooth pairing issues.